Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up this morning with a blood glucose level of 31 mg/dl. Customer was hospitalized due to high blood glucose but her blood glucose was low this morning. Customer's current blood glucose is 50 mg/dl. Customer was treated with an insulin drip of 700. Customer has been experiencing low blood glucose for 3 months. Customer was admitted an inpatient for medical treatment. Customer stated that she overheard the nurse say her blood glucose was 700 mg/dl at the time of admission but she does not know. Customer does not know the perceived cause of the low blood glucose. Customer did not want to troubleshoot over the phone. Customer stated that to do troubleshooting in person.